Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: yes, lot ldh817 is the correct lot number for product 8709h, the packages returned was the item we had a issue with.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). An empty opened box of product code 8709, lot ldh817 was received for analysis. As no sample was returned for evaluation, we are unable to investigate further to the issue of ¿the doctor was pulling the suture through the patch and the 8709h suture broke in the middle of the strand." The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Reported lot was ldh897, but lot ldh817 was returned. Please clarify if involved lot for this product code is ldh817.

Event description:
It was reported that the patient underwent carotid endarterectomy on (B)(6) 2019 and suture was used. After opening the carotid artery and suturing the bovine patch, the doctor was pulling the suture through the patch and the suture broke in the middle of the strand, resulting in blood loss of 100 cc of blood. No blood products were needed to resolve the issue. The doctor used additional like suture to complete the procedure. There were no adverse patient consequences reported.